Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that over the "last year" the patient had noticed that their therapy had been turned off at least 5-6 times without them doing it. Patient stated they noticed "periodically" that ins didn't seem to be working so they connected to ins and their handset said that ins was off. Patient stated the last time they noticed this they had to decrease stimulation as it was "too much" at first. The patient mentioned unrelated medical history including that they have an arch in their back and they have a hard time getting the recharger to connect and stay connected. Patient said they have to sit in one spot and not move and even when they are sitting in that spot it would disconnect and start beeping again. Patient mentioned that they charge their implant every sunday or every other sunday and they usually don't go more than 2 weeks without charging it. During the call the patient attempted to connect their handset and recharger and received the 'not found' message. Patient was able to successfully connect their ins and recharger during the call. Patient mentioned they had tried to contact a manufacturer representative (rep) last week but did not hear back. And have left several messages. Patient also mentioned they have their annual appointment with their nurse practitioner at healthcare provider (hcp) office on (B)(6) and they will ask the representative to be present at that appointment. Patient services is notifying field staff of situation.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that (B)(6) 2023 15:29:03 they were able to reset the recharger and the handset was able to connect to the recharger with the app. Ts reviewed patient event log with rep to see what might have caused therapy to turn off: recharge data showed on (B)(6), patient recharged from 0-60% in 7 minutes, 60-70% in 11 minutes and then 18 minutes from 70-100%. Event log showed 9:51 off to on9:52 1.6 to 1.8 10:16 1 10:16 off to on based on the event from above ts believe the device battery depleted and turned off; ts would expect to see the 1 and por but since ts didn't see the por, more research is needed. No more event before (B)(6). Rep thinks the battery should last more than a week. Patient in prog#1 at 2ma, impedance for 0 & 3 was at 1027 ohms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.